Manufacturer narrative:
The t:slim x2 g5 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, valid incomplete bolus alerts. Reportedly, the customer navigated to the bolus request screen without exiting. The customer's blood glucose (bg) level ranged from 525-575 (mg/dl). To address the bg level, the customer delivered the bolus successfully.